Event description:
Attempted to place a pulmonary artery catheter in critically ill patient, selected appropriate device indicated by package labeling. Opened package and noted a completely different device, inconsistent with the label. This happened twice from the same batch.

Event description:
Attempted to place a pulmonary artery catheter in critically ill patient, selected appropriate device indicated by package labeling. Opened package and noted a completely different device, inconsistent with the label. This happened twice from the same batch.